Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is needed in the field. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the equipment incorrectly reported that the malalignment was fixed during a total knee arthroplasty. Event resulted in malalignment that was clinically accepted. No intervention has been reported. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from the customer. The accuracy of the camera was verified locally by a zimmer biomet (B)(4) repair technician. No problems were found with the camera. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.